Event description:
It was initially reported that the site's handheld computer would not hold a charge and they were unable to turn the device on. The device has yet to be returned to the MFR for analysis.